Event description:
It was reported from an abstract of the 15th winter conference on implantable devices in japan that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate sensing, which led to inappropriate shock as a result of the low amplitude of the morphology of the patient rhythm. Reprogramming efforts were made, however, inappropriate sensing and inappropriate shocks were observed again. Subsequently, medication adjustments were performed. At this time, the s-ICD system remains in service, and no additional adverse patient effects were reported.